Event description:
It was reported that during a ureteral stent placement procedure, the stabilizer jammed into the end of the stent and it was not possible to remove the stabilizer without dragging the stent out with it. After dragging the stent out, the staff opened another pack and used the stabilizer from that pack to try and deploy the first stent. The nurse reported that in the attempt to place the stent with the new stabilizer, the stent and stabilizer came apart and the stent managed to form a pig tail that fell into place in the renal pelvis. The stent was therefore deployed and is not available for return and the original stabilizer was not retained. The procedure was completed with this device and the pt is reported as stable and there were no reported complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.